Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Additionally, the customer experienced an issue with the "fuel gauge". There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting from tandem technical support.